Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported as per a patient call, that she had problems since the peek cage was implanted. The patient informed that it had been taken out and that it had impacted into her l5 and "eaten" away at the l5 bone. No additional information was available.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that (through medwatch form) on: "(B)(6) 2014 the patient presented with pre-op diagnosis of pars fracture on l5-s1. The patient was implanted with screws, with impacted local bone and allograft bone across the screws and rods, cage. The fusion didn't take place and l5 was deteriorating. On (B)(6) 2015 as per revision surgery the an anterior l5-s1 discectomy with removal of the prior l5-s1 interbody was done. Anterior l5-s1 arthrodesis instrumentation using peek interbody cage x1 packed with rhbmp 2/acs (small), supplemental with screws x2, anterior lumbosacral plate x1, and screws x4. The surgeon said that the disc space had collapsed and had to use increase in size of distractor to give a space for further discectomy. In the disc space, the surgeon did not visualize the implant. With drilling portions of the l5 "enplane" to the left side, surgeon finally visualized the peek implant that had been previously placed. The implant was mostly in the lumbar vertebral body. The surgeon carefully dissolved the implant and moved it. The surgeon then continued with aggressive discectomy."